Event description:
The customer reported to olympus, the camera head connecting section was cracked. The therapeutic procedure was completed with a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. Please refer to the following sections for the new the device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, other evaluation findings include the following: damaged and flooded connectors. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): ·if the endoscope image disappears unexpectedly or the freeze cannot be released during an examination, stop using the endoscope immediately and pull it out from the patient while referring to ¿5.3 pulling out the endoscope in the event of an abnormality¿. Continued use in this condition may cause injury to the patient, bleeding, or perforation. ·please do not strike or drop the device. Water leakage may cause damage to the internal circuitry of the device. The most probable cause of the complaint could not be established. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the camera head connecting section was cracked. The therapeutic procedure was completed with a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.